Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2306147. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) sample syringes were returned for evaluation by our quality team. Through examination of the samples, leakage was observed. It has been determined that the leakage resulted from damage in the plunger component. Although the exact point of damage could not be determined; it could have been produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 leaked. The following information was provided by the initial reporter: in recent months, a defect has been recurring, when it happens that two-part syringes of 10 ml and 20 ml leak when applying the substance. Recently, the described defect occurred with the syringe 10 ml lot 2306147 and 20ml lot2305282 and 2306184 supplier becton dikinson czechia s.r.o. During the application at the magnetic resonance imaging methods clinic, a situation. 30 jan 2024 additional information: 1. Was there any impact on a patient? No. 2. Was there any impact on a user/hcp? Inconvenience during the use of syringe. Leakage of substance from syringe on hands of hcp. 3. When was the leakage noticed? The substance flowed through the piston on hands of hcp. 4.how was the procedure finished? Replacing it with another syringe.